Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on distal edge, and cracks on the video connector. A definitive root cause could not be identified. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid videoscope displayed colored lines on monitor. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Event description:
It was reported, the rigid videoscope displayed colored lines on monitor. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned to olympus. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E2: health professional - n (no) and e3: occupation - no information (documented here due to current system limited).